Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 310mg/dl at the time of the incident. The patient¿s current blood glucose was in the range of 500mg/dl. The customer reported that he had a pump and he was getting continually, non-deliveries on both his basal and his bolus. He had tried 3 different lot types and it's still having them, and he eventually had to take it off and his blood glucose was still over 500mg/dl. The customer discontinued use of pump, and moved to manual injections. They ran a displacement test and it passed. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.